Manufacturer narrative:
Correction: extension model and serial/lot # updated upon product return as follows: product ID: 3708160, serial# (B)(4) product type: extension. Analysis of the lead, model 3778-75, serial/lot no. (B)(4), found the lead body conductor broken at the anchor site. Analysis of the extension, model 3708160, serial/lot no. (B)(4), found the extension body conductor broken less than 5 cm from proximal end.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3708140, lot# serial# unknown, product type: extension. Product ID: 3778-75, serial# (B)(4), product type: lead. Product ID: 3777-75, serial# (B)(4), product type: lead. See also mfg. Report. No. 3007566237-2014-00968. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported high impedance found during a consumer's normal use. The consumer's device was reprogrammed. It was noted that this resulted in a health hazard due to the reduction/decrease in choice of stimulation due to high impedance value of electrode. The defect was not resolved at the time of the report. No x-rays or telemetry data was available, and it was unknown if any factors led to the reported event. It was noted this was the second time the consumer had a lead fracture. Additional information indicated that it was initially unknown which lead was fractured and then noted that one of the leads was fractured and the extension may have also been fractured.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor, product type: accessory. Product ID 3708140, serial# (B)(4), product type: extension. Product ID 3778-75, serial# (B)(4), product type: lead. Product ID 3777-75, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the serial number of one of the extension has been corrected as follows product ID: 3708140, serial# (B)(4), product type: extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.